Event description:
On 20-jan-2026, the user reported that on (B)(6) 2025, they experienced hypoglycemia with a blood glucose value unknown. The user was able to treat the low blood glucose with intravenous glucose administered by emergency medical services, with assistance from emergency responders. The user was treated by emergency medical services and did not require hospitalization.

Manufacturer narrative:
The manufacturer became aware on 20-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2025, that required emergency medical services intervention. According to information provided by the caregiver, the user experienced convulsions while with others, emergency services were contacted, and the user was treated with intravenous glucose by responders without hospital admission. An investigation was conducted using available information and device data. Limited cgm data were available for the event date, and the lowest blood glucose value could not be confirmed. Review of available information did not identify a confirmed device malfunction. Based on the information available, the cause of the event remains undetermined. If additional information or device data become available, a supplemental report will be submitted.